Manufacturer narrative:
(B)(4): one (1) sp8464 ta crocodile grasper device was returned for evaluation. The device was evaluated by the product engineer, manufacturing engineer, lead manufacturing technician, and the quality engineer who confirmed the reported failure. Upon visual evaluation of the returned ta insert device, the jaw part was completely separated from the actuating rod. The actuating rod was found to be extremely bent in a bowed condition. Examination of the broken jaw revealed that the jaw link part was stretched opened and the link pin was not present or returned. The instrument has also been in the customer¿s possession for 3 years. The damage to the jaw and the instrument as a whole is indication that the device was subjected to excessive force during some type of handling issue that occurred within customers care. The customer indicated that the instrument was used to grasp the liver. As this device is a delicate instrument it is most probable that there was excessive force and misuse applied for the instrument to break in the manner in which it did. The root cause of this reported issue is due to mechanical overstress. A review of the device history record did not reveal a non-conformance. The device passed all acceptance criteria for release. Conclusion(s): customer ¿ mechanical overstress. The customer indicated that the instrument was used to grasp the liver. As this device is a delicate instrument it is most probable that there was excessive force and misuse applied for the instrument to break in the manner in which it did. It has been recommended to review the products instructions for use, ifu36-0151 rev a in particular the handling, re-processing, inspection, and maintenance sections. Bd will continue to trend and monitor this reported issue and for this product family. The investigation found the product to be sp8464.

Manufacturer narrative:
(B)(4). Should any additional information be obtained for this issue a follow up emdr will be submitted.

Event description:
The customer reported, the tip of the grasper broke off in the patient when grasping the liver. The surgeon had to retrieve the broken tip from inside the patient. On (B)(6) 2017 additional information: there was no patient injury, the broken piece was retrieved with another grasper and the procedure was completed as scheduled. The patient was stable with no complications. No additional medical procedures were required, such as x-ray. The procedure was a robotic nephrectomy (laparoscopic assisted). The customer also stated, it is difficult in these situations to determine what caused the grasper to break. It is a delicate instrument and the surgeon stated that the grasper was being used as a liver retractor and I realize that is not the intent of such a delicate instrument (precisely why there is a liver retractor in the set). From his report is sounded like the grasper wasn't locking after repeated attempts. Was this because they were trying to lock it with too much dense tissue in the jaws? Or was it not locking because there was something already wrong with it. Our spd tests the graspers by placing a 2x2 in the jaws and locking it on the tissue, but a liver is much thicker and denser than a 2x2. Perhaps we need to conduct some surgeon re-training??? Not sure. Just throwing out some ideas.